Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the device for investigation, the cause of the reported event could not be confirmed. No pathology or analysis reports specific to this event were available at the time of this investigation. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a female patient in her (B)(6)underwent a carotid intervention (exact date unknown but sometime the week of (B)(6) 2010). Access was obtained via a 6f sheath at the right groin. A femoral angiogram revealed a high stick at the bifurcation in the superficial femoral artery (sfa). The vessel size was small (4-5 mm). The account is trained to use the 50/50 contrast and saline mixture but did not do so in this case. Following the procedure, mynx was used for femoral artery closure. It was reported that the physician checked the stop cock and temporary hemostasis was achieved. After deploying the device, however, it was noted that hemostasis was not achieved and the patient was converted to manual compression. Two hours post procedure, the patient complained of a cold foot. She was taken back to the cath lab where an angiogram was performed contralateral with access at the left side via a 5f sheath. The angiogram revealed a filling defect distal to the arteriotomy. A vascular surgeon was consulted. It was assessed that the artery wasn't fully occluded; however, a cut-down was performed and the vascular surgeon removed what was assessed as polyethylene glycol (peg). The patient is doing fine and remained hospitalized at the time of this report. Of note: the access site at the left groin was reportedly closed by "sewing the artery shut." No further information was provided.